Event description:
Pt admitted to hospital for removal of bilateral ruptured silicone breast implants, revision and reconstruction of both breasts with replacement of implants and right breast biopsy. Date of original placement of breast implants unknown. MFR of breast implants unknown.